Event description:
It was reported that "during inspection and labelling we discovered 18 units of bent catheter inside the box".

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The photos show eighteen sac kits displaying signs of folds and creases. The customer also returned eighteen arterial cath. Set: 24 ga x 2.5cm samples for investigation. The customer returned eighteen, unopened sac kits for evaluation. All returned packaging had signs of folding/creasing upon return. Visual analysis revealed nine (9) out of the eighteen guide wires and protective tubing were kinked within the packaging with the kinks varying between the proximal and distal ends of the packaging. The remaining nine samples had bent/kinked protective tubing, but the guide wires were undamaged. One kit with a kinked guide wire was opened to analyze the contents within. Visual analysis revealed the protective tubing had two kinks towards the center which aligned with the kinks on the guide wire. It was noted the catheter was also kinked because of the kink to the guide wire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks on the guide wire measured 196 mm and 239 mm from the distal tip. The guide wire length measured 349 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.509 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through the returned introducer needle and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned samples. Kinks were observed on the guide wire bodies which aligned with kinks on the protective tubing. The returned packaging on all kits had signs of folding/creasing upon return. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the samples received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during inspection and labelling we discovered 18 units of bent catheter inside the box".

Manufacturer narrative:
(B)(4).